Manufacturer narrative:
Patient status: stable. Patient first valve replacement. (B) (6) 2010 echo tape at explant was requested. Device is to be returned for evaluation. Customer letter required. DHR cannot be done at this time until the serial number is known. Have requested device to be dismantled after evaluation for serial number. Customer letter is requested. (B) (6) 2010 echo cd has not been received. Sent second request for product return and cd. Device has not been returned for evaluation.

Event description:
Reportedly, the device was explanted at implant due to regurgitation. Per the cer: after implantation of the magna mitral bioprosthesis size 27 and weaning from cardiopulmonary bypass, postoperative tee showed severe mitral regurgitation and a central regurgitant jet due to immobility of one of the cusps. Removed the prosthesis and replaced with a medtronic advantage size 27 mechanical prosthesis.

Manufacturer narrative:
The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Customer letter sent and attached to file. On 08/10/2010, it was learned that the echo is not available. Evaluation summary: no inconsistencies detected. The valve will be sent to research and development for functional testing. On 08/12/2010, research and development completed the functional test and completed with the following: "this valve was explanted at implant due to "severe mitral regurgitation and a central regurgitant jet due to immobility of one of the cusps," which could not be reproduced by edwards standardized in vitro tests. The tee was not provided, thus the valve's behavior in vivo and the severe mitral regurgitation could not be confirmed. The trf measured for this valve was roughly one third the maximum allowed by iso (B)(4) for this size valve. A small, largely non-central leakage was observed during the tests, which is typical for this type of bioprosthesis and should be reduced after reversing the effects of heparin. However, due to blood exposure and subsequent storage in formalin, it is possible that the behavior of the valve during in vitro testing differs from that observed in vivo".

Event description:
It was reported to baxter australia that the reservoir of an infusor lv 1.5 device ruptured. There was no patient injury or medical intervention reported. No additional information is available at this time.